Event description:
My problems started when the doctor was putting in the coils/devices from essure. She had a hard time seeing what she was doing and when she was trying to put the essure coil in my left fallopian tube, she perforated it. That was when the sharp, piercing pain started on my left side. The pelvic pain was extreme. I started getting skin rashes, hives, bartholin's cysts and other cysts and severe acne. I started having issues with hives after I ate. I originally believed it to be from gluten, but even when I avoided gluten I still had hives. My doctor did allergy testing and it came back I had no allergies. But, I was still full of hives. I developed a continual case of bacterial vaginosis after getting essure. I had extensive and continual vaginal discharge, both with and without odor. I had blood clots during my period that would be between the size of a tennis ball and a baseball. The bleeding was extremely heavy during my period. I could not use tampons because the flow was too heavy and the clots were too big that the tampons would get pushed out by this. My periods could last anywhere from 6 days to over 20 days at a time. I never knew when it would stop or how long it would be before I would start bleeding again. The cramping would be severe at times and I never would know what was triggering it. I started getting abnormal pap smears. I had to have more than one colposcopy and one cryosurgery after getting essure. I started to get a lot phlegm/mucus in my throat. I never felt I could clear my throat of it. I got a continual taste of metal in my mouth. I never had dental issues before I got essure and needed to get 2 crowns on my teeth. I lost approximately 75% of my hair. I am a hairstylist and I have to wear wigs/hairpieces and/ or have extensive scalp products to try to hide/cover up my baldness. That has been extremely difficult. My eyes became extremely dry. My eye doctor did not understand why they became so dry. My skin became extremely dry also. I started to get unexplained bouts of dizziness. I started getting extreme fatigue and loss of energy. I developed insomnia. I would get a vibrating sensation in the area of my fallopian tubes, I would also get what I can only describe as a zapping feeling in that area also. I would get the sensation of what felt like to me a baby moving in my abdomen. I developed extreme gas. I gained weight, especially in my abdomen area, and I could not lose it no matter how hard I tried to lose it. I had testing for low thyroid and all of the tests for that came in the normal range. In my hsg image at 90 days past when I had essure put in. In the hsg imaging criteria of position my coils and image showed that it was a grade 3. The coils had migrated up my tubes and there were no coils trailing in my uterus. When my procedure was done, had I had 3 coils trailing in my uterus on my right side and 2 coils trailing on my left side. By the first 90 days, at my hsg checkup, it did not show that, it only showed migration. It also showed spillage from where my fallopian tube was perforated. I was told after my hsg that this was successfully placed. It wasn't. I had my coils and fallopian tubes removed on (B)(6) 2014. I then found out that I had developed fallopian tube cysts. Since my removal, I am starting to see some of the side effects dissipating. I am hoping that they all go away. I don't know how to provide lab data? (B)(4).

Event description:
Additional info received from the reporter on (B)(6) 2014.